Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise resulting in oversensing and episodes of automatic mode switching were observed on the right atrial (ra) lead. Additionally, abbott technical support reviewed device session records and observed undersensing and loss of capture resulting in inappropriate pacing on the ra lead. The physician suspected lead insulation damage to be the cause of the event. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.